Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / severe pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic adhesions. In 2015, the patient had essure inserted. In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea(cramping)"). On an unknown date, the patient experienced abdominal pain ("abdomen pain"). The patient was treated with surgery (adhesiolysis. Laparoscopic-assisted vaginal hysterectomy (full) with bilateral partial salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia and dysmenorrhoea had resolved and the abdominal pain and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-jun-2019: pfs received : previously reported event ¿injuries¿ updated to ¿pain / severe pelvic pain¿, events- ¿abdomen pain ,abnormal bleeding (vaginal, menorrhagia),dysmenorrhea (cramping)¿, reporter, added. Events- ¿pelvis pain,dysmenorrhea (cramping),abnormal bleeding (menorrhagia)¿ outcome updated to ¿recovered/resolved¿. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.